Event description:
It was reported the device was removed following an infection. The pt recovered without sequela. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The field rep reported the event late to the department; retraining has been provided.